Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the programmer fails to boot up. The device powers up, locks up, then goes to a software load error. As a result the hard drive was reimaged and the software was reloaded.